Event description:
It was reported by the customer, during a diagnostic bronchial ultrasound procedure, the new balloon had fallen off the evis eus ultrasound bronchofibervideoscope and was retrieved. No patient harm reported. The facility believed that the balloon may have been too small in diameter for the scope. No additional information was provided. This complaint is related to patient identifier (B)(4). (Maj-1351, balloon).

Manufacturer narrative:
In speaking with olympus technical support via the phone, no troubleshooting was performed. The customer called to report the complaint. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event is unable to be determined as the product was not returned nor was product identifiers provided olympus will continue to monitor field performance for this device.